Event description:
It was reported that the wig wag lock on the 9800 system is not holding the c-arm from moving. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Exchanged the wig wag break pad. The system was tested and found to be working as intended and placed back into service.